Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use laser fiber was analyzed and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 308.6 cm. The exposed glass tip measured 1 cm and examination under magnification confirmed the pattern of the tip is consistent with normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber failing to emit energy out of the tip was confirmed. The reported laser fiber failed to emit energy out of the tip is consistent with a fiber broken within the connector. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 4, 2022 that a lighttrail single use laser fiber was used in a retrograde intrarenal surgery procedure in the kidney performed on (B)(6) 2022. The laser unit used was an auriga 30 laser console. During the procedure, after three minutes of use, no energy was coming out from the tip of the laser fiber. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector.